Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances and/or any associated rework during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient¿s spouse reported that patient was admitted to the hospital on (B)(6) 2016, due to "holding fluid" and the cycler was not taking the fluid out. Patient's spouse also reported that the patient was gaining weight due to the fluid, but did not know the patient's weight. Upon additional follow up the peritoneal dialysis registered nurse (pdrn) stated that the patient's hospitalization was not related to the cycler, and the cycler and catheter were working fine. The pdrn reported that cause of the fluid overload was due to patient drinking too much water. Per the pdrn, patient always had drain issues and the event was due to patient issues and not product issues. The pd patient was discharged from the hospital on (B)(6) 2016 and was performing continuous cycler-assisted peritoneal dialysis at home.

Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the patient's fluid overload. The patient's fluid overload was unlikely related to the peritoneal dialysis and the use of fresenius products and likely related to the patient's fluid balance management and congestive heart failure. The plant has not yet completed the evaluation, a follow up will be sent when the evaluation is complete.

Event description:
A peritoneal dialysis (pd) patient¿s spouse reported that patient was admitted to the hospital on (B)(6) 2016, due to "holding fluid" and the cycler was not taking the fluid out. Patient's spouse also reported that the patient was gaining weight due to the fluid, but did not know the patient's weight. Upon additional follow up the peritoneal dialysis registered nurse (pdrn) stated that the patient's hospitalization was not related to the cycler, and the cycler and catheter were working fine. The pdrn reported that cause of the fluid overload was due to patient drinking too much water. Per the pdrn, patient always had drain issues and the event was due to patient issues and not product issues. The pd patient was discharged from the hospital on (B)(6) 2016 and was performing continuous cycler-assisted peritoneal dialysis at home.